Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run logs for the questioned samples were reviewed. Runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506036 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506036 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506036. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506036 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506036 identified no additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506036 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer states that they recently have found 10 samples that generated a positive result with late amplification when run on the realtime sars-cov-2 assay, but when sent to another lab generated not detected results on 3 platforms. The customer mentioned that two of the platforms utilized at the outside laboratory are thermofisher and geneexpert. Ambassador was onsite to perform an optical contamination check, and all passed. These samples were repeated because it is part of the (B)(6) government testing requirement that all positive samples testing in hospital labs needs to be retested in the national reference laboratory (nphl). The customer released the original positive results out of the laboratory to the ministry of health (moh). The positive samples were then sent to the national public health laboratory (reference lab) for repeat testing. The lab was then informed by the moh that there was a discrepancy between the original realtime result, and the reference laboratory results. The customer does not have information on what result was released to manage the patients. There has been no allegation of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.